Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor anomaly. The customer's blood glucose was unknown at the time of incident. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to broken solder joint and lifted traces on interface board. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test. Current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Unable to test for drive/motor anomaly due to blank display. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.